Manufacturer narrative:
Corrected and additional data received (B)(4) 2011:catalog number 38am-4235, lot number 068625242.device manufacturer date 06/27/2008. (B)(4)

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The product was not returned. (B)(4) - evidence that product in specification when used, undetermined.

Manufacturer narrative:
Device #3:investigation is not complete. Although several attempts have been made, no medwatch 3500a has been received. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00090, 00091.

Event description:
Allegedly removed during the revision of another component.